Manufacturer narrative:
Qn#(B)(6) the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, no issues were encountered advancing or withdrawing the initial procedural sheaths during the percutaneous ventricular assist device removal procedure. Following the procedure, a 14f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: after a percutaneous ventricular assist device (pvad) removal procedure, the interventional cardiologist wanted to use the manta device to close the large bore arteriotomy site on the rcfa. It was reported to the teleflex clinical that three attempts were used with three manta devices (first 3010252479-2023-00174 manta, second 3010252479-2023-00172 manta, third 3010252479-2023-00173 manta), and each one had resistance with advancing the bypass tube into the manta sheath. This complaint is for the first manta (3010252479-2023-00177 manta) bypass device that would not advance into the manta sheath. The clinical specialist arrived after the third manta attempt. The ic removed the existing manta sheath and placed a new manta sheath otw for the fourth attempt. The fourth manta deployed successfully, and hemostasis was achieved immediately. A post angiogram reported no extravasation. Additional information: severe resistance was met when attempting to advance the sheath. There was no patient harm or consequence.

Event description:
It was reported that: after a percutaneous ventricular assist device (pvad) removal procedure, the interventional cardiologist wanted to use the manta device to close the large bore arteriotomy site on the rcfa. It was reported to the teleflex clinical that three attempts were used with three manta devices (first 3010252479-2023-00174 manta, second 3010252479-2023-00172 manta, third 3010252479-2023-00173 manta), and each one had resistance with advancing the bypass tube into the manta sheath. This complaint is for the first manta (3010252479-2023-00177 manta) bypass device that would not advance into the manta sheath. The clinical specialist arrived after the third manta attempt. The ic removed the existing manta sheath and placed a new manta sheath otw for the fourth attempt. The fourth manta deployed successfully, and hemostasis was achieved immediately. A post angiogram reported no extravasation. Additional information: severe resistance was met when attempting to advance the sheath. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, no issues were encountered advancing or withdrawing the initial procedural sheaths during the percutaneous ventricular assist device removal procedure. Following the procedure, a 14f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.